Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was oversensing the minute ventilation (mv) signal. High out of range shock and pacing impedance measurements of greater than 125 and 2000 ohms were observed on the right ventricle channel. This ICD was reprogrammed successfully and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient continued to have issues with oversensing and noise which led to the delivery of inappropriate antitachycardia pacing. Surgical intervention was later performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was oversensing the minute ventilation (mv) signal. High out of range shock and pacing impedance measurements of greater than 125 and 2000 ohms were observed on the right ventricle channel. This ICD was reprogrammed successfully and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient continued to have issues with oversensing and noise which led to the delivery of inappropriate antitachycardia pacing. Surgical intervention was later performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was oversensing the minute ventilation (mv) signal. High out of range shock and pacing impedance measurements of greater than 125 and 2000 ohms were observed on the rv channel. The ICD was reprogrammed and remains in service. No adverse patient effects were reported.